Manufacturer narrative:
Device evaluation and service pending.

Event description:
The customer reported the ventilator alarmed while operating on backup battery and shut down during normal ventilation operation. The customer reported there was no patient harm. Completion of service is pending.

Event description:
The manufacturers field service engineer reported replacing the backup battery. Device passed all applicable testing.